Event description:
It was reported that during an unknown procedure, the devices did not work. No other information was available. No patient consequence reported.

Manufacturer narrative:
(B) (4). (B) (4). Damaged feeder shoe. Evaluation summary: the analysis results confirmed that one device was returned for analysis in good visual condition. The device was tested for functionality and it fired and formed clips as intended, however, it did not locked out and it did not fed all the clips. The device was disassembled to examine the condition of the internal components and the feeder shoe drive tab was noted to be damaged. No conclusion could be reached as to how the feeder shoe drive tab became bent, causing the clips to become stuck. A batch record review was performed and no anomalies were found during the manufacturing process.